Manufacturer narrative:
A mfg review was not performed as the lot number was not provided. The device was not returned. One image was returned and reviewed. Based upon the image review, the complaint investigation is confirmed for a filter limb detachment.

Event description:
It was reported that during a scheduled vena cava filter retrieval, a detached filter arm was identified in the ivc just above the filter. The filter was successfully removed with a recovery cone. It is unk if the detached filter arm was removed. There was no report of pt injury.